Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection shows no manufacturing anomalies observed with the returned wand. The visual inspection under magnification of the wand shows moderate electrode wear with strong contamination and scratch/scuff marks on the return electrode and spacer. During functional testing the returned wand was activated in saline solution using a known good coblator ii controller. The device produced reduced plasma as intended on all three electrodes at ablate and coag default/max. Settings. The suction line was tested by using a syringe. The suction line was partially clogged at first and could be thoroughly cleaned by a back flush. After this test the suction line performed as intended. The saline line was tested with a saline bag and performed fluently without hesitation. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. These factors includes: (1) an attempt to excavate large volumes of tissue or (2) insufficient suction pressure or saline flow to excavate tissue. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
While the surgeon was performing a tonsilectomy using an evac 70 wand, the suction was not functioning. Additional suctioning had to be attached to complete the procedure. This deficiency resulted in a surgical delay in excess of 30 minutes. No patient complications were reported.